Event description:
It was reported that during the implant attempt, the lead helix would not retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The lead was stretched, and the distal conductor was distorted and had blood/body fluid present (not obstructed). The inner insulation was kinked buckled, and blood was found in/on the helix/lobe mechanism. The guidetooth was damaged, and the lead appeared to have been damaged at implant. The analyst noted that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly.